Manufacturer narrative:
Philips service ups reconfigured and system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that device could not be turned on due to ups connection issue on a azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.